Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: +(B)(6).

Event description:
Philips received a complaint from the customer, reporting that the articulated arm was broken. It was unknown how the issue was found. No patient or user harm reported. A philips remote service engineer (rse) noted that the articulated arm was broken. The customer requested a quote for a replacement articulated arm or a new wheel. Per the service record, the request was cancelled, and the customer was redirected to "ic conso." The record was then closed with no further action. Insufficient information is available to determine the resolution of the event. No further details documented regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. The investigation is ongoing.

Manufacturer narrative:
It could not be determined how the issue was found. Multiple good faith efforts (gfe) were performed on 20jun2024, 27jun2024, and 05jul2024 for further details regarding the event; however, no response was provided. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.